Manufacturer narrative:
Age/date of birth: age at event: mean age. Sex: majority gender. Date of event: event date is literature article published date. Clinical correlation of success and acute thrombotic complications of lower extremity endovenous thermal ablation journal of vascular surgery : venous and lymphatic disorders (2017) http://dx.doi.org/10.1016/j.jvsv.2017.07. If information is provided in the future, a supplemental report will be issued.

Event description:
This article was published to study the clinical correlation of success and acute thrombotic complications of lower extremity endovenous thermal ablation. A retrospective analysis of a total of 808 patients, who underwent previous radiofrequency ablation (rfa) of the great saphenous vein (gsv), small saphenous vein (ssv), accessory saphenous vein (asv), and perforator vein (pv) using a closurefast catheter 3-cm and 7-cm and 1 non-medtronic device in (march 2012) through to (february 2014). It was reported that patients presented with superficial venous thrombosis, endovenous heat-induced thrombosis (ehit) post procedure. The overall thrombotic complication rate was 10.5%. The thrombotic complications include endovenous heat-induced thrombosis (ehit; 5.9%)and acute superficial venous thrombosis (4.6%). The study concluded that there were no statistical differences in successful closure rates between rfa and endovenous laser ablation (evla). The type of procedure (evla), larger vein diameters, and treatment of the gsv were associated with a greater thrombotic complication rate, but type of vein was the most significant independent predictor.